Event description:
It was reported that the electrode array of this patient's cochlear implant was outside of the cochlear as confirmed by a CT scan. The surgeon explanted the device in 2006 and reimplanted the patient during the same surgery.

Manufacturer narrative:
This a final report.